Event description:
It was reported that before removing a 3.50x12mm trek dilatation catheter from the dispenser coil, the hypotube had separated. The device was discarded and not used. There was no patient involvement. The physician used another trek, same size, successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.